Manufacturer narrative:
No product has been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported the freestyle libre 2 sensor was in "60 minutes warm up period" and therefore there was no glucose alarm alert on (B)(6) 2021. The customer "was confused, groggy and wasn't able to answer questions" and a blood glucose of 35 mg/dl on a competitor meter was obtained. Emergency services were called, and the customer was given IV glucose for a diagnosis of hypoglycemia. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported the freestyle libre 2 sensor was in "60 minutes warm up period" and therefore there was no glucose alarm alert on (B)(6) 2021. The customer "was confused, groggy and wasn't able to answer questions" and a blood glucose of 35 mg/dl on a competitor meter was obtained. Emergency services were called, and the customer was given IV glucose for a diagnosis of hypoglycemia. No further information was provided. There was no report of death or permanent injury associated with this event.